Event description:
It was reported that the device "losing wi-fi connection and having to restart the infusions." This was reported to bd associate during their site visit. There was patient involvement but no harm. No further information available. No devices available for investigation.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 : device was not returned to manufacturing facility.